Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad issue. Customer¿s blood glucose level was unknown. The menu button was not responding. Customer reported that the keypad was unresponsive after exposed with moisture. Customer reported that the scroll bar was not moving with no input. Customer reported that the number was not ramping on screen. Customer was assisted with troubleshooting but customer was not able to navigate through insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted.